Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "release shock button" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external and internal damage consistant with mis-handling. The front panel keypad was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.